Event description:
Information was received from a trial patient in basic evaluation. It was reported that the patient has had a urinary tract infection that was detected after they started with the basic evaluation.